Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-01469. This report is in reference to a clinical study patient. It was reported the patient had been receiving ineffective stimulation. X-rays were taken and revealed the patient's left side extension was damaged. As a result, the damages extension was explanted and replaced. Surgical intervention resolved the patient's issue. Note: both of the extensions are being reported because it is unknown which device was replaced.